Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The gastrointestinal videoscope was reported to intermittently display black lines on the image, and the image quality was occasionally blurry. The issue occurred during inspection for use. No patient involvement was reported.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. Corrected fields: e3. The device was returned to olympus for inspection, and the reported failure, occasionally multiple thin black lines in the upper left corner of the image, was confirmed; while reported issue, image is sometimes blurry, was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction is traced to a component failure; however, the other reported malfunction image blurry could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.